Event description:
During an elevate anterior procedure on the patient's left the fixation arm was not implanted correctly, so it was pulled out and reimplanted. The patient was taken back to surgery for bleeding. The radiologist eventually identified the cause as a branch of the pudendal which he occluded. The patient lost 1.5 liters of blood, but was not transfused. Patient is doing well at this time.